Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Record was discovered during the review of assigned task for submitting. The record required maintenance for submission. After the maintenance was performed, the record was not then submitted as expected.